Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a line was noticed on the iol after being inserted into the eye. The incision was enlarged to facilitate removal and replacement of the iol.